Event description:
It was reported the patient had not used or charged her scs stimulator in over a year. Consequently, the patient's scs ipg battery depleted and the device was deemed inoperable. Subsequently, the patient had the entire scs system removed.